Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right carotid artery (rca) using an indigo system catrx aspiration catheter (catrx) and a guidewire. During the procedure, the technician inadvertently kinked the distal tip of the catrx while advancing it over the guidewire through the rapid exchange port. Therefore, the catrx was removed. The procedure was completed using another catrx, a stent device, and the same guidewire. There was no report of an adverse effect to the patient.